Manufacturer narrative:
Neither device nor detailed information available. Follow up will be sent as soon as further details become available. Not sent back.

Event description:
(B)(4). Report took place in (B)(6). Users narrative: needle is blocked.

Manufacturer narrative:
Isolated failure. This particular file is considered as closed.

Event description:
(B)(4). Translation from user's narrative: needle is blocked.